Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation, paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and after withdrawing the catheter from the patient's body, a lack of irrigation was noted. No error message occurred. The correct generator settings were selected. There were no flow rate issues. When replacing the catheter and irrigating, water (saline) couldn't issue out from the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
Note: d4 primary UDI number has been updated to (B)(4). On 6-oct-2024, the bwi product analysis lab evaluated video of the complaint device. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and after withdrawing the catheter from the patient's body, a lack of irrigation was noted. No error message occurred. The correct generator settings were selected. There were no flow rate issues. When replacing the catheter and irrigating, water (saline) couldn't issue out from the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: a video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, an irrigation issue was observed. A manufacturing record evaluation was performed for the finished device number 31373973l, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, irrigation test and scanning electron microscope (sem) study of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed, and irrigation could not be performed, therefore, dissection was performed in the tip area and whitish material blocking the irrigation tube was observed. The sem study revealed that the material was of inorganic composition, mostly iodine; however, this material is not used during the manufacturing process. A manufacturing record evaluation was performed for the finished device 31373973l, and no internal action was found during the review. The issue reported by the customer was confirmed. The potential cause of the material blocking the irrigation tube could be related to the handling of the device during the procedure; however, this could not be established conclusively. The instructions for use instruct to: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).